Manufacturer narrative:
Follow-up # 1 ¿ (02/10/2014), the patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective component u4. The usb cable/ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving the battery indicator symbol. On (B)(6) 2013 the technical service representative contacted the patient to obtain and verify information. On (B)(6) 2013 at 9:00 pm the patient attempted to test his after-dinner blood glucose level but discovered the meter displayed the battery indicator symbol; he was unable to obtain a reading. Prior to the attempted use of the meter, the patient experienced the symptoms of lightheadedness and rapid heartbeat, and he felt low. The tsr confirmed these symptoms began prior to the meter issue, not after, as originally reported to customer service. The patient administered self-treatment by consuming glucose tablets, and felt better afterwards; he did not seek any medical attention. The patient noted he had taken his usual dose of insulin prior to eating his dinner. The patient manages his diabetes with novorapid insulin with meals on a sliding scale and lantus insulin 30 units once in the morning. The patient noted he had been able to successfully test his blood glucose levels with the reported meter earlier on the day of this event; however was unable to provide those readings to the tsr. The patient also noted he has a backup blood glucose meter to use. Troubleshooting revealed this was not a new, out-of-the-box, meter and that the meter¿s battery did not need to be recharged. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue, there was no delay in treatment, and he denied seeking medical attention. However, as the meter power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.